Manufacturer narrative:
One certain gold-tite hexed screw (iunihg) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files to address the first of 3 reported loosening events. Functional testing could not be performed since the product was not returned. No pre-existing conditions were noted. The device had been placed on tooth #30 for an unknown period of time. X-ray or picture images of the screw were not provided. DHR review could not be performed as the lot number associated with the reported device was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A year-long complaint history review by item number (iunihg) was performed for similar events and no complaint related to nonconforming products was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction and the reported event could not be verified as the exact details of event were nonverifiable and the product was not returned. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Device lot number: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that abutment screw had loosened in the patient mouth tooth site 30 sometime in 2018. No injury was reported during this time.